Event description:
The device was connected to pt, who was then diagnosed with an unspecified but shockable cardiac arrhythmia. Reportedly, when an attempt was made to deliver defibrillator energy to the pt, a low battery warning was emitted during defibrillator charge and device power shut off. A spare battery was then used, but allegedly power again shut off during defibrillator charge. Pt outcome was not reported. There was no reported association between the lifepak malfunction and pt outcome.